Event description:
It was reported that on the first post-op appointment after the permanent implant, the patient complained of soreness at the mid-back incision. The physician checked the incision, and suspected a hematoma. The dr. Applied a pressure dressing to the area and will monitor it over the coming days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.